Event description:
During a follow-up in clinic, a loss of capture and a loss of sensing were observed on the right atrial (ra) lead. X-ray imaging was performed and confirmed dislodgement of the ra lead. The ra lead was repositioned successfully and the patient was stable.